Manufacturer narrative:
Corrected: health effect - clinical code.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during a cervical paddle implant, the physician lost the motor and decided to abort the case. The patient regained motor movement in post-op.